Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficulty to insert was able to be confirmed. Manipulation of the device resulted in the noted stent damage (flared), the noted separated inner member thus ultimately resulting in the reported difficulty to insert the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery. The xience alpine 3.0 x 28 stent could not be loaded on the guide wire. Another same size xience alpine was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the inner member was separated 8 mm distal to the guide wire exit notch.